Manufacturer narrative:
Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the fluid leak and polymer exposure with complete emptying of the polymer syringe was due to an unknown device malfunction that could not be determined. However, pulling down on the delivery system after polymer fill was started, a cautionary use condition, likely contributed to the event. No anatomy-related or off label product use conditions were determined. Associated clinical harms for this event included: transient hypotension. The most likely cause of malposition of the device was user error, pulling down on the delivery system handle post stent deployment and placing the aortic body in tension (cautionary product use). Additionally, the tension across the significant juxtarenal angle (off-label) likely contributed to the distal movement of the graft. Associated clinical harms for this event included: no known consequence to the patient. The most likely cause of the loss of seal was related to the significant thrombus and aneurysm in the right common iliac artery sealing zone. No procedure-related or user-related issues, off label, or cautionary product use conditions were determined. Associated clinical harms for this event included: type 1b endoleak. Procedure related harms included: anaphylactic shock, respiratory failure, cardiac arrest, acute renal failure, takusubo syndrome, two additional endovascular procedures (coronary stent placement and l ventricular assist device); pneumonia, multi-organ failure, and death. The final patient disposition was expired post operative day twenty.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Upon stent deployment and polymer fill of the aortic body stent graft, it was noted that the stent graft was inadvertently deployed proximal to the intended landing zone, within close proximity to the renal arteries. The physician attempted to reposition the stent graft by pulling the stent graft distal during polymer fill, but was repositioned 10mm below the intended landing zone, followed by a complete emptying of the polymer syringe and a intravascular leak of polymer. The patient presented with hypotension and anaphylactic shock, and the patient was treated for an allergic reaction per the device IFU. A coda balloon was advanced for suprarenal blockage if the aorta, and the patient's blood pressure was stabilized within 4-5 minutes followed by the administration of an additional dose of adrenaline. A balloon expandable stent was deployed at the level of the sealing rings, and the iliac limbs were deployed without incident. The aneurysm was successfully excluded at the conclusion of the implant procedure. Upon discharge to ICU for recovery, the patient presented with acute respiratory failure and cardiac arrest requiring reintubation and CPR. Once the patient was stabilized, the patient showed signs of multi-organ failure with acute respiratory distress syndrome (ards), acute renal failure, and low cardiac output. A coronary angiogram was performed 1-day post-op where taku-tsubo-syndrome and a single coronary stenosis was observed and treated with the placement of a stent. An impella-device for left-heart assist was implanted to improve circulation and reduce the adrenaline administration, and the patient was started on dialysis. Approximately 1 week post-implant, the patient presented with ventilation associated pneumonia with persisting renal failure and continued deterioration in health. The patient expired 21 days post implant of multi-organ failure.

Manufacturer narrative:
Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the fluid leak and polymer exposure with complete emptying of the polymer syringe was due to an unknown device malfunction that could not be determined. However, pulling down on the delivery system after polymer fill was started, a cautionary use condition, likely contributed to the event. No anatomy-related or off label product use conditions were determined. Associated clinical harms for this event included: transient hypotension. The most likely cause of malposition of the device was user error, pulling down on the delivery system handle post stent deployment and placing the aortic body in tension (cautionary product use). Additionally, the tension across the significant juxtarenal angle (off-label) likely contributed to the distal movement of the graft. Associated clinical harms for this event included: no known consequence to the patient. The most likely cause of the loss of seal was related to the significant thrombus and aneurysm in the right common iliac artery sealing zone. No procedure-related or user-related issues, off label, or cautionary product use conditions were determined. Associated clinical harms for this event included: type 1b endoleak. Procedure related harms included: anaphylactic shock, respiratory failure, cardiac arrest, acute renal failure, takusubo syndrome, two additional endovascular procedures (coronary stent placement and l ventricular assist device); pneumonia, multi-organ failure, and death. The final patient disposition was expired post operative day twenty.